Manufacturer narrative:
(B)(4)

Event description:
When the patient was walking, he got no stimulation; when he bent over he felt stimulation. One time he wasn't feeling stimulation and then when he was working by his car all of a sudden he got a burst of stimulation. The patient was at home. The patient had an appointment scheduled for reprogramming. Additional information has been requested, a follow-up report will be sent if additional information becomes available.